Event description:
It was reported that damage occurred to the pump housing and usb port, affecting the customer's ability to charge the pump, but the pump had not shut down. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use the current pump as a backup therapy and was guided on how to put the pump into storage mode for return. The pump was under warranty, and a replacement was arranged by technical support, with instructions to return the damaged pump within ten days.